Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump failed to deliver leucovorin to a pt during a primary infusion. The customer reported that after two hours no medication was infused to the pt. Upon review of the event history log, the customer reported leucovorin had been programmed and loaded with a volume to be infused (vtbi) of 145ml at a rate of 145ml/hr. The customer stated "at 16:27 the unit started giving ac plugged in, ac unplugged error message. At 16:35 it gave a battery alert. Error: 1 message then at 16:36 it started giving ac unplugged, ac plugged in error message constant until 17:00. Then at 17:02 the pump alarms infusion complete." Finally, it was also reported there was no pt harm.